Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a thermal damage. A dispatch for a field service engineer has been cancelled; however, replacement has been ordered.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was damaged due to liquid ingress. The customer reported that smoke was coming out from the device while the patient procedure was in progress. They were able to see a clear liquid inside the cabinet and a burning stench smell. There were no adverse events or injuries reported as a result of this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was damaged due to liquid ingress. The customer reported that smoke was coming out from the device while the patient procedure was in progress. They were able to see a clear liquid inside the cabinet and a burning stench smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), unique identifier (UDI), section e initial reporter facility name, initial reporter phone. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 21-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was damaged due to liquid ingress and device began to smoke. A field service engineer cancels the workorder replacement has been order no need for service. A technical support specialist (tss) confirmed hardware had been replaced issue was resolved. The system functioned as intended after the field service engineer and technical support specialist investigated the issue.